Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker and cracked battery tube threads. No crack on the lcd window or on the lcd glass or display anomaly noted. Just a minor scratch was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is no longer readable. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.